Event description:
The patient reported after injection in the cheeks with juvederm voluma, the patient developed "swelling, redness and hard lumps on the left side" a week later at the injection site. The patient was injected with hyaluronidase and prescribed bactrim and clindamycin to resolve the issues. Symptoms are ongoing.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "swelling, redness, and hard lumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.